Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the system hard drive, backplane and sbc. The system was tested and found to function as intended. System returned to service.

Event description:
It was reported that the 9800 system would not boot. No patient injury reported.